Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that free flow was observed with a clearlink system continu-flo solution set. The customer stated that the roller clamp did not regulate flow and when attempting to slow the rate, the infusion was blousing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: the initial date should be (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.